Manufacturer narrative:
The cec has adjudicated this event as target lesion revascularization; related to device, not related to procedure and drug. Rutherford assessment at time of procedure was ischemic rest pain.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. It was reported approximately 23 months post index procedure, the patient suffered worsening pad - high grade stenosis of the right sfa. Investigator has assessed that the event was not related to the device, procedure or paclitaxel. The stenosis was treated with pacific plus ballooning and inpact pacific deb, the event was resolved.